Manufacturer narrative:
It was reported that the flat panel spring arm allegedly snaps back after being turned into the center. During the field service investigation, it was noticed by the stryker field service technician that the horizontal arm appeared to be separating from the central axis. After further investigation by the quality engineer, it was discovered that the suspension was damaged at the proximal end of the flat panel central axis arm. There was suspected customer misuse. The field service technician replaced the suspension with a new suspension including central axis and horizontal arms and reattached the existing spring arms. There was no reported patient involvement or adverse consequences.

Event description:
It was reported that the flat panel spring arm allegedly snaps back after being turned into the center. During the field service investigation, it was noticed that the horizontal arm appeared to be separating from the central axis. This separation in the past has led to detachment of the horizontal arm and flat panel spring arm from the central axis. There was no reported patient involvement or adverse consequences.

Manufacturer narrative:
It was reported that the flat panel spring arm allegedly snaps back after being turned into the center. During the field service investigation, it was noticed by the stryker field service technician that the horizontal arm appeared to be separating from the central axis. This separation in the past has led to detachment of the horizontal arm and flat panel spring arm from the central axis. The field service technician replaced the suspension with a new suspension including central axis and horizontal arms and reattached the existing spring arms. The suspension was returned to use by the customer and the central axis/horizontal arms combination is being returned for evaluation by stryker quality engineers. A supplemental MDR will be filed when the investigation is completed if new information is available. There was no reported patient involvement or adverse consequences.

Event description:
It was reported that the flat panel spring arm allegedly snaps back after being turned into the center. During the field service investigation, it was noticed that the horizontal arm appeared to be separating from the central axis. This separation in the past has led to detachment of the horizontal arm and flat panel spring arm from the central axis. There was no reported patient involvement or adverse consequences.